Event description:
Customer states: after two days use on a pt at hospital, a nurse reported the air leakage occurred. The info provided suggest that extubation and reintubation of a replacement tube was required. Customer confirmed that no additional harm to the pt. Customer confirmed that no fault was identified during pretesting efforts.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.